Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected device deficiency anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer has been experiencing high blood glucose ranging from 326 mg/dl to 400 mg/dl. Customer treated the high reading with bolus. Auto mode feature was active and automatically adjusting insulin at the time of the incident. Customer also reported that the insulin pump has been acting strange in the last 2 weeks where sensor glucose was 400 mg/dl and did not get insulin . Customer does not allege the insulin pump was under delivering. The device does not have damage to the retainer ring. The insulin pump will be returned for analysis.